Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: asymmetry. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision with mentor memorygel, 250cc on the left side, and unknown mentor on the right side, silicone breast implants which the left side ruptured and issue with capsular contracture after implantation. Patient reported hardness, when sleeping, and she needs to put her arm underneath the breast due to been uncomfortable and the breast is push higher than the other breast and its mis-shaping. Mammogram on (B)(6) 2019, physician informed implant needed to be taken out. Ultra sound result indicated ruptured. Bilateral asymmetry also reported. As a result patient underwent revision mastopexy, plus bilateral removal and replacement of implants as follow: left replaced with cat#:3507215mc, sn#: (B)(4), and right replaced with cat#:3507275mc, sn#:(B)(4) on (B)(6) 2020. This report is for the right side.